Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the detached portion was removed from the patient, intact, using a snare. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a hawkone h1-m, spider fx 6 mm, 6f non-medtronic sheath and a 0.035 guide wire to treat a severely calcified lesion in the ostium of the sfa and common femoral artery. The IFU was followed during preparation, procedure and post procedure. The hawkone made several passes in the mid-segment, significant atheroma was removed. The device malfunctioned as it stopped packing the athertoma. This was then removed from the patient. A second device was used and advanced to the distal segment. It was reported the physician encountered difficulty removing the device resulting in the tip detaching. The tip remained on the wire. The device was removed from the patient, intact, using a snare. A non-medtronic stent was placed in the mid to distal sfa. The procedure was completed with dcb balloon angioplasty. The physician was satisfied with the flow results. No patient injury was reported.